Manufacturer narrative:
Investigation: DHR was reviewed and no qn was raised along with no abnormality observed that could have influenced the issue. 1 photo was returned for investigation. 4 used samples were observed from the returned photos, however, the nonconformance reported cannot be seen due to photos not being clear. The complaint is unconfirmed. (B)(4) was issued to review the tubing material.

Event description:
It was reported that there were 10 occurrences where tip of catheter was damaged with a bd neoflon¿ 24ga 0.7mm od 19mm l india. The following information was provided by the initial reporter: catheter tip of the cannula got pinctured / burst during first insertion into patients' vein.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 10 occurrences where tip of catheter was damaged with a bd neoflon¿ 24ga 0.7mm od 19mm l india. The following information was provided by the initial reporter: catheter tip of the cannula got punctured / burst during first insertion into patients' vein.